Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e315 scope error was confirmed; a device connector was defective. The following additional findings were also noted: down angle was tight, switches were discolored, leakage check label was discolored, angulation was insufficient and had big play, light guide lens was damaged, and switch 1 was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during the reprocessing of their evis lucera elite colonovideoscope following the use of the device in a diagnostic enteroscopy, their device delivered an e315 scope error. The procedure in which the device had been in use was completed successfully using the subject device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (scope error) was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.